Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when the patient was using the device there was a leak around the connector. The date of event was in the middle of (B)(6) but the patient did not remember the exact date.

Event description:
It was reported that when the patient was using the device there was a leak around the connector. The date of event was in the middle of (B)(6) but the patient did not remember the exact date.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with stated ml of sterile water. Or -for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the patient was using the device there was a leak around the connector. The date of event was in the middle of july but the patient did not remember the exact date.